Manufacturer narrative:
A visual and microscopic examination found that the stent was damaged throughout. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profile that could have potentially contributed to the complaint incident. The manufacturing records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is operational context, as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 04/16/2009. It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent delivery system was unable to cross the target lesion. However, the returned product discovered stent damage. The index procedure was treating a 100% stenosed lesion located in the severely calcified, moderately tortuous distal cx (circumflex) artery with a 2.50x32mm taxus liberte stent. The stent delivery system was unable to cross the target lesion. The procedure was completed with another of the same device. There were no reported pt complications. The pt status is listed as "no problem".